Event description:
The hcp reported the patient had been experiencing breakthrough pain and increased spasticity in his feet. Over the previous 3 pump refills, a volume discrepancy of 3 ml or more between actual and estimated had been noted with a 5ml difference on the last refill. The pump was explanted due to battery failure. The patient outcome was not reported.